Event description:
It was reported that this pacemaker system exhibited noise and oversensing on both the right atrial (ra) and right ventricular (rv) leads resulting in 4 seconds of asystole. The noise was able to be reproduced with isometrics in the bipolar configuration. The physician reprogrammed the device to fixed sensitivity, and the rv sensitivity was adjusted. Additionally, the programming for several of the blanking periods was adjusted. The patient had a remote follow up the following month and there were no new episodes containing noise. The physician plans to continue to monitor. This product remains in service. No adverse patient effects were reported.